Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included obesity. Previously administered products included for an unreported indication: mirena from 2008 to 2011. Concurrent conditions included pelvic pain female. Concomitant products included acetylsalicylic acid; caffeine; paracetamol; salicylamide (excedrin), chloramphenicol (antibiotic) and tramadol since (B)(6) 2018. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), hot flush ("hormonal changes describe: hot flashes, loss of sex drive, temper"), loss of libido ("hormonal changes describe: hot flashes, loss of sex drive, temper"), mood altered ("hormonal changes describe: hot flashes, loss of sex drive, temper"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: uti"), migraine ("migraines"), headache ("headaches\ head pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), fatigue ("fatigue"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), alopecia ("hair loss"), abdominal pain upper ("pelvic (stomach area)"), pelvic pain ("pelvic (stomach area)") and anger ("temper") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, back pain, hot flush, loss of libido, mood altered, urinary tract infection, migraine, headache, bladder disorder, urinary tract disorder, nausea, fatigue, weight increased, gastritis, alopecia, abdominal pain upper, pelvic pain and anger outcome was unknown. The reporter considered abdominal pain upper, alopecia, anger, back pain, bladder disorder, dysmenorrhoea, fatigue, gastritis, genital haemorrhage, headache, hot flush, loss of libido, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: pfs received. New event: temper was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.